Event description:
It was reported that a bd vacutainer® k2e 10.8mg plus blood collection tubes had additive that discolored to yellow. This occurred on 20 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, evaluation of the customer samples was performed and additive abnormality was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and additive abnormality was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® k2e 10.8mg plus blood collection tubes had additive that discolored to yellow. This occurred on 20 separate occasions but the date/time and or patient information is unknown.